Event description:
It was reported that a 58-year old african american female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with left breast implant rupture. The patient was possibly in an auto-accident prior to the rupture. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2023. During the surgery, the right breast implant was also identified to be ruptured. This medwatch form is for the right breast prosthesis. The rupture on the left breast implant has been reported under mrn: 1645337-2023-10074.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant had a tear on the anterior view, measuring approximately 5.7 cm. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).